Event description:
User received erroneous thyroid results for one pt sample which were not consistent with the clinical picture of the pt. The sample was repeated using an alternate method, the centaur. The centaur gave "clinically appropriate" results for this pt. Initial tsh gave 1.05 miu per l; repeat gave 3.58 miu per l. Initial free t4 gave 27.1 pmol per l; repeat gave 13.1 pmol per l. Initial free t3 gave 13.0 pmol per l; repeat gave 4.2 pmol per l. It is unk if there were any consequences on pt treatment or medication due to discrepant results. If additional info is received, appropriate notification will be provided.